Event description:
Symptoms/ae: rash due to nickel allergy. Symptoms/ae: four days after vessel closure. Device malfunction: none. It was reported from a pt that after a diagnostic procedure, the starclose se device was used for arteriotomy closure in an unspecified vessel. Reportedly, four days post-procedure, a rash developed on the legs, arms, and scalp. After reading the postoperative starclose se pamphlet, it was suspected the rash was from the starclose se nitinol clip. The pt was confirmed to be allergic to nickel sulfate and was prescribed trimethasone cream and "two rounds" of prednisone. The prednisone helped relieve the itching, but returned after completion. The physician suggested that the pt monitor the symptoms and if they become worse, they would consider other methods of treatment. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified, therefore, a device history record review could not be performed. The starclose se instructions for use (IFU) (contraindications) state, "the starclose se vascular closure system is contraindicated for the use in pts with hypersensitivity to nickel-titanium."